Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was no longer in use. The last time it was in use was in (B)(6) 2009. The patient had been having an uncomfortable pain that felt like the pump was turning over. It felt like it had muscle spasms around the pump then it felt like it moved and the uncomfortable pain subsided. In the last couple of months this had happened 2-3 times a week. The patient was seen by the pain doctor and a routine ua came back positive for morphine. The patient only takes prescribed medicines and had not had any morphine since (B)(6) 2012. The pump was not filled with saline.